Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. The drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, during irrigation, by confirming the tip of the instrument, it was found that the wire on the double fenestrated grasper instrument had came off from the pulley and wires were broken. The planned surgical procedure was completed. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.